Manufacturer narrative:
Refers to clubbing.

Event description:
It was reported that the patient experienced a change in therapy effect. The patient experienced spasms and beginning three weeks after implant spasticity returned. The patient's hands were also clubbed and the patient had a frozen shoulder. The patient was in a lot of pain and "couldn't move," he could "only move his head". The patient hospitalized with pneumonia. The patient had been in physical therapy and it was uncertain if physical therapy or movement during transfer would have affected the catheter placement. A CT was scheduled to check the catheter. The patient was also noted to be risperdal. The pump contained baclofen. Additional information has been requested, but was not available as of the date of this report.